Manufacturer narrative:
On (B)(6) 2017 the bench repair technician replaced the battery to resolve this issue.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Device serial number not available.

Event description:
During service the manufacturer's bench repair technician noted a faulty battery. No patient involvement was reported.